Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure for a pacemaker dependent patient, the pulse generator exhibited high ventricular thresholds in bipolar configurations and loss of output in unipolar configuration resulting in pacing inhibition; the patient became asystolic. The device was not used and a new device was implanted successfully with no further issues. The patient's condition was stable post procedure.